Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed due to cracked end cap. The insulin pump was returned with a protruded/loose drive support disk. Cracked battery tube threads and scratched display window noted.

Event description:
It was reported that the customer's insulin pump is alarming, squirting the insulin out during the manual prime and that the drive support cap is sticking out. Nothing further was reported.